Event description:
Generator product analysis (pa) was completed. The alleged ¿high impedance ¿ suspected generator issue¿ was verified in the pa lab. When various electrical loads were connected to the generator all impedance measurements were accurate. However, high impedance (>9000 ohms) was seen when the generator was set up for the 24-hour output monitoring test (set load of 4000 ohms). Examination of the generator found that the negative feed-thru wire had become dislodged from the connector block, and there was no evidence of weld melt on the negative feed-thru wire, nor were any other points of attachments noted apart from the dislodgement points. Comprehensive electrical testing showed that the generator did not perform according to all functional specifications. The dislodgement of the negative feed-thru wire from the negative connector block was the contributing factor for the high impedance. The failure mechanism for the dislodgement of the negative feed-thru wire from the negative connector block was due to an insufficient weld. The generator data was reviewed. A quality engineering review was completed, and the analysis confirmed that the negative feedthru wire was not welded to the negative connector block, resulting in high impedance. A review of the device history record confirmed that the generator underwent the "feedthru wire resistance welding operation;" however, product analysis showed no evidence of weld melt between the feedthru wire and connector block, indicating that there was an insufficient weld. No additional relevant information has been received to date.

Event description:
The suspect generator was received by the manufacturer and is pending completion of product analysis. No additional relevant information has been received to date.

Event description:
It was reported that the patient's vns showed high impedance shortly after implant. X-rays were performed and there was no obvious lead disconnection. The patient underwent surgery, and the surgeon checked the connection between the lead and generator, but the impedance was still high. Once a new generator was connected to the lead, the impedance became ok. Therefore, the physician suspects a generator issue, and only the generator was replaced. The x-rays have not been reviewed by the manufacturer to date. The suspect device has not been received by the manufacturer to date.